Event description:
Customer's ot ultra meter was prompting the error 1 message. The issue was unresolved with troubleshooting. The customer did not experience any symptoms. No further info was provided. Meter has been replaced for the customer.